Manufacturer narrative:
(B)(4). It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed. Device not available.

Event description:
Late (B)(6) 2017: implemented emergency operation was performed due to intracerebral bleeding cased by avm. Early (B)(6) 2017: the shunt system (82-3832) was implanted via vp shunt due to secondary hydrocephalus after cerebral hemorrhage (initial setting pressure was 120 mm2o). Early (B)(6) 2018: since the ventricle was not become smaller, the setting pressure was changed to 60 mmh2o from 120 mmh2o. Mid (B)(6) 2018: the confirming of patency was performed, but there was a possibility that the inside of the valve was blocked. (B)(6) 2018: the shunt system was removed and currently the patient was under drainage. The physician commented that when checked inside the removed valve, it seems that debris was clogged in the ruby ball. The patient was currently under drainage, but it was planned to re-implant the hakim valve at a later date. The patient was (B)(6) year-old male. Original disease: intracerebral hemorrhage. Csf protein: unknown. Suspected of blood and debris contamination in the cerebrospinal fluid. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
Updated UDI : (B)(4). The device was returned for evaluation. The position of the cam when valve was received was 60mmh2o. The valve was visually inspected: biological debris was noted inside the valve mechanism, as well as needle holes in the needle chamber. The valve was tested for programming and passed the test. The valve was flushed; no issues found. The valve was leak tested and leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusions noted. A small hole was noted in the ventricular catheter not far from the ligature. The valve was reflux tested and passed the test. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested and failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of ruby ball, on the cam mechanism, and on the base plate. Review of the device history records confirmed the valve conformed to the specifications when released to stock. Based on the results of the investigation confirmed there was an issue with the valve. The root cause of the pressure problem is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of ruby ball, on the cam mechanism, and on the base plate. The root cause for the small hole in the catheter is likely due to a sharp or pointed object coming into contact with the silicone. As noted in the IFU silicone has a low tear/cut resistance. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device would not be provided. The device was subsequently returned for evaluation. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.